Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, granuloma and rupture.

Event description:
Healthcare professional reported ruptured device, capsular contracture, baker grade unknown and extensive capsular fibrosis after breast augmentation with remnants of foreign body granuloma. This record relates to the right side. The device has been explanted.